Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). A device history record review is not required as the lot number is unknown. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the foley catheter balloon ruptured and a new catheter was replaced with an indwelling catheter. The patient complained that the ureter was uncomfortable. There was no visible damage, and the cause of the rupture was unknown. No medical intervention was reported.